Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had an issue where the user was unable to log in to the cabinet. A technical support specialist (tss) confirmed with the customer that the user was able to successfully log in after resetting the password in myqlink (mql), resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis medflex 1000, the user was unable to login. The customer confirmed that they were using the correct user ID and had reset password multiple times without success. The customer also deleted and recreated profile in myqlink (mql); however, the issue persisted, and the user continued to receive an invalid login error. There were no delay, no adverse events or injuries reported based on this event.